Event description:
Customer reported being incoherent. Device = 250 mg/dl. Customer had a reaction 15-20 minutes later. Customer's spouse attempted to retest but unable to do so due to an error on the device. Spouse treated customer with an insulin injection. No controls. A request was made for return product and replacement product was sent.